Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform of discordant patient results produced by the advia centaur xp instrument. The customer reports the quality control (qc) for all assays run on the system were all in range before patient testing on (B)(6) 2018. The customer became aware of the issue when the evening shift was performing a qc run and qc samples resulted in signal error. An alternate instrument was used to rerun the patient samples previously run on the advia centaur xp instrument. The customer identified that additional samples results required corrected reports. The customer contacted each dialysis unit that provided the samples to inform them of the corrected results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and identified the signal error(s) and a fault with the 2 way teflon valve. The 2 way teflon valve was replaced, and dispense levels were verified and properly working.the customer performed a qc run, and the instrument was confirmed to be operational. The customer is monitoring qc performance and has not resumed patient testing.no further evaluation of this device is required.

Event description:
A discordant falsely depressed thyroid stimulating hormone (tsh3-ultra) patient result was obtained on an advia centaur xp instrument. The initial result was reported to the physician. The customer used the same sample and alternate instrument to perform repeat testing. The repeated result was higher and a corrected report was issued to the physician(s). There are no reports of patient intervention or adverse health consequence due to the tsh3-ultra discordant patient result.